Manufacturer narrative:
On (B)(4) 2013, intuitive surgical contacted the hospital's risk manager to gather additional information regarding the reported event. According to the risk manager, the patient underwent a da vinci si hysterectomy procedure on (B)(6) 2013. During the surgical procedure the surgeon inadvertently nicked the patient's bladder. The issue was identified by the surgeon during the surgical procedure and the damage to the patient's bladder was repaired intra-operatively. The surgery was completed and the patient was discharged from the hospital on the same day. The risk manager indicated that she spoke to the hospital's da vinci coordinator regarding the reported event. She was told by the da vinci coordinator that no malfunction of the da vinci surgical system, instruments or accessories occurred during the surgical procedure. The risk manager also indicated that the injury sustained by the patient was unrelated to the da vinci surgical system, instruments, and/or accessories and that bladder injury is a known complication that can occur during a hysterectomy procedure, regardless of the modality used to perform the surgical procedure. According to the information provided by the risk manager, the patient had two post-operative urology follow-up visits and the patient was found to be recovering well. This complaint is being reported due to the following conclusion: the patient reportedly sustained a bladder injury during a da vinci si surgical procedure. Based on the additional information provided, it has been determined that the da vinci surgical system, instruments and/or accessories did not cause or contribute to the patient's injury.

Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci si hysterectomy procedure on (B)(6) 2013. The legal document alleges that as a direct and proximate result of the da vinci surgical system, instrument or accessory, or its improper and / or unlawful use, the patient suffered a bladder perforation. No other information was provided.